Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was 422 mg/dl. The customer stated that the battery was out of the pump for longer than 10 minutes. The customer stated that they did not receive multiple power loss alarms when the battery was out for less than 10 minutes. The customer was advised to insert a new battery after the battery has been in the pump for at least 1 hour. The customer was advised that the internal backup battery could be charged. The customer will be sent a replacement pump.